Event description:
The customer reported, the unit would not turn on.

Manufacturer narrative:
The customer reported, the unit would not turn on. The unit was evaluated and the reported symptom was duplicated. Replacing the optical switch resolved the reported issue.